Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Obtained data : the brand name, model number, lot number, expiration date, and device manufacture date have been obtained.

Event description:
Related manufacturer reference number 1627487-2020-01223. It was reported that surgical intervention took place on 28 jan 2020 wherein the patient had their lead and extension explanted and replaced. High impedance levels were noted during the revision and were normal once the lead and extension were explanted and replaced. The extension has been added as an additional reportable device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The device information is unknown at this time.

Event description:
Related manufacturer reference number: 1627487-2019-13984. It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention may take place to address this issue.